Manufacturer narrative:
(B)(4).

Event description:
Several episodes of ventricular double sensing resulting in inappropriate shocks occurred. The issue was a result of improper lead placement during implant. There was no allegation of an issue with the lead, however, the lead was explanted and replaced.